Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 46 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. Atthe event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.